Manufacturer narrative:
(B)(4). Incorrect cartridge size. The analysis found that one ple60a device was returned non sterile, in good visual condition. An ecr45w cartridge reload was loaded in the device. The cartridge was received unfired. It should be noted that a 60mm device is designed to work only with 60mm cartridges, for further loading instructions please refer to the echelon flex 60 powered IFU. Please note that if the reverse switch does not return the knife to home position the jaws will not open. Ensure that the battery pack is securely installed and the instrument has power and then, try the knife reverse switch again. If the knife does not return, use the manual override. After the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. In addition, it should be noted that if the instrument is partially fired, slide the knife reverse switch forward to return the knife to home position. To open the jaws, squeeze the closing trigger, and then simultaneously press the anvil release switch on either side of the instrument. While pressure is still on the anvil release switch, slowly release the closing trigger. The instrument was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device performed without any difficulties noted during the functional testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that the device was used during a laparoscopic gastric bypass. On the 1st firing, a new scrub loaded the device, handed it to the fellow surgeon, the fellow placed the device and the device was fired. The device did not cut or staple at all. The primary surgeon, reloaded the device with 2nd reload, he fired it on the back table and it worked as intended. The scrub loaded the 3rd reload, the device was fired and locked out on the tissue and could not be opened. It is unknown how the device was removed. It is unknown if the reverse button or the manual override lever was used. A 2nd device was opened, the scrub stated there was no battery pack present. A 3rd device was brought in from the supply area and it worked fine and the case was completed. There were no adverse consequence reported by the or staff.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: on what tissue type was the device used? Stomach. At what location on the tissue? Asku. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? First. What color cartridge was being used? Asku. What other color cartridges were used before and after this event? Asku. Was buttressing material utilized? If so, which product? Asku. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? Asku. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? No. Was there any difficulty removing the device from the tissue? Yes, unknown how device was removed from the tissue. Is there any other additional information you would like to share about this device or procedure? What were the patient's pre-existing conditions? Asku. Does the patient have any relevant history of surgical treatments? Asku. How long has the surgeon been using this device for this procedure (in years)? Asku. Was there a recent conversion to ees devices in this account or with this surgeon? No.